Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. There is no report of injury or death associated with this event.